Manufacturer narrative:
(B)(4). Eval: indicated for use in palliation of malignant neoplasms in biliary tree. Root cause cannot be determined based on limited info. Conclusion: detachment of tip.

Event description:
The physician was implanting a complete se biliary stent to the right common iliac. The lesion had 90% stenosis with no calcification or tortuosity. The stent was deployed without any issues. When retrieving the stent delivery system, the distal tip became caught on the proximal end of the deployed stent. The physician attempted to advance and retract the delivery system, but was unable to release the tip. The physician then pulled quite hard on the delivery system and the distal tip broke off. At this point, the proximal marker band detached from the inner shaft and migrated to a smaller vessel where it remains. A balloon expandable stent was used to pin the tip in place within the vessel. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The pt is reported to be fine and no add'l clinical sequelae were reported. The device or cine images were not received for eval therefore, a thorough investigation could not be completed.